Event description:
It was initially reported in the article titled "vagal nerve stimulator infection: a lead-salvage protocol" that there 6 patients that had infections after being implanted with vns. Follow-up with the physician indicated that he would not be providing any additional information. He was not willing to go back through the data to determine who the patients were and felt that all adverse events would have already been reported this medical device reporting (MDR) report is for patient 5. The infection occurred after the patient¿s initial implant. The patient presented 8 weeks post-operative with erythema and edema at the generator incision site. The patient had the associated presenting symptom of fever. Cultures were taken and showed (B)(6) and p. Mirabilis. The patient was treated with cefazolin intravenously (200 mg every 8 hour) for 21 days. The lead salvage procedure was not successful and the patient had to have a total removal and was re-implanted at a later date.

Manufacturer narrative:
(B)(4).